Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was able to be confirmed and duplicated. Transducer pt801 and pt800 failed. This issue will be internally investigated within vyaire.

Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr confirmed the reported errors of vent inop, motor fault, and transducer fault in sequential order of the events log. The fsr attempted to calibrate the device and reported the turbine differential transducer failed calibration testing. The fsr determined the most likely cause of the reported event is the main printed circuit board assembly.

Event description:
The customer reported while using the vela ventilator, the device went inop a couple weeks ago. The customer reported being unsure of the date. The customer reported there is no patient consequence associated with the event.